Event description:
It was reported to hill-rom that during a transfer of a pt the lift stalled. When trying to lower the lift it suddenly dropped the pt about 6 to 8 inches into the bath tub. No pt impact. MFR ref # 8030916-2014-00022.